Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient went into shock and experienced a drop in blood pressure approximately 1.5 hours into treatment with a prismaflex machine. The treatment was immediately terminated. No further medical intervention was reported. The patient outcome was not reported. No additional information available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.